Manufacturer narrative:
The product was returned for investigation. A pinhole was identified in the medial portion of the balloon. It was considered that the reported event may have been caused by local contact with a lesion; however, the detailed root cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications were reported, this event is being reported pursuant to 21 cfr part 803.50(a)(2), as balloon rupture or shaft leakage is known to have the potential to cause adverse events.

Event description:
It was reported that a balloon rupture occurred. The balloon was used to treat a calcified lesion in the sfa and ruptured during inflation at 8 atm. The balloon was then replaced, and the procedure was continued. No complications were reported.